Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that the lifevest was rubbing and irritating a patient's cyst that he had prior to wearing the lifevest. The patient's physician drained the cyst and put a bandage over it to stop the lifevest from coming into contact with the area. Follow-up indicated that the patient's condition improved.